Manufacturer narrative:
(B)(4). Batch number: p56m98. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify, when the device jaws ""could not be opened after loading the cartridge"", were the device jaws eventually able to be opened? => no information. You have stated in the notes that the correct cartridge reload product code is gst45b, however, when we looked at the batch number you provided (p56m98) it does correctly identify it as a gst60b reload. => no information regarding gst45b batch#.

Event description:
It was reported that during an open pd, the jaws did not open after loading the cartridge. The device was used on pancreas. Another device was used to complete the case. There were no adverse consequences to the patient.